Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4068 implantable pacing lead (B)(6) 2003, 4193 implantable pacing lead (B)(6) 2003 c4tr01 implantable pulse generator (ipg) (B)(6) 2012. (B)(4).

Event description:
It was reported the device battery depleted prematurely. The device remains in use. No patient complications have been reported as a result of this event.